Event description:
It was reported the pt's ipg was becoming more superficial and noticeable. The physician revised the ipg pocket site and deepened the pocket on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.